Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Mentor received additional information indicating that the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 275cc saline implants, catalog # 3501640, s/ns (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
New information: the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Investigation summary: it was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 325cc and experienced deflation on the left breast implant. As a result, patient underwent bilateral removal and replacement with mentor smooth round moderate profile 275cc saline implants, catalog # 3501640, s/ns (B)(4) on (B)(6) 2018. Device evaluation and investigation findings: upon receipt by mentor, the device was received with no fluid. No foreign material was observed within the device. White material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed according with mentor procedures and it revealed a leakage at valve. No other anomalies were found. The complaint was confirmed since a leakage at valve was found. However, at this point it is not possible to determine the root cause of such damage or the origin of white material observed. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(6).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 325cc and experienced deflation on the left breast implant. As a result, patient underwent removal of implant on (B)(6) 2018.